Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Ten days later, medical attention was sought for infection at the site. The dr removed the earring and prescribed antibiotics.